Event description:
The following was reported to hamilton medical ag: -machine is in dead condition, -checked the test points and 12v not coming, - need to replace driver board. Failure occurs during the general check. No health impact or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).